Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture, calcification.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional later reported "hole, non specific," and calcification. Patient undergone total capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: a review of the device noted three openings, assessed as a fold flaw. Additional observations noted stress marks, assessed as non penetrating nick.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional later reported "hole - non specific", ¿calcified capsule¿, "periprosthetic fluid was a milky white color". The device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional later reported "hole - non-specific", ¿calcified capsule¿, "periprosthetic fluid was a milky white color". The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 25mar2025.